Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was 150mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. The occlusion alarm investigation could not be completed as the cartridge was not returned.